Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he had a failed battery test alarm. The customer's blood glucose was over 450 mg/dl at the time of incident. The customer's blood glucose was 230 mg/dl at the time of call. The customer stated that the insulin pump had no power which caused the high blood glucose. The customer was calling back after receiving a replacement battery cap. The customer stated that the insulin pump was working and there were no alarms at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.